Event description:
It was reported that the universal modular electric/battery double trigger handpiece created metal debris, and rotating attachments produce grinding noise. There was no pt harm or delay reported, the procedure was completed with an alternative device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.